Manufacturer narrative:
One 8.5f swartz braided introducer sheath was received for evaluation. Functional testing confirmed a fluid leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During the ventricular tachycardia procedure, a blood leak occurred. After the transaortic puncture, the sheath was inserted and a blood leak from the hemostasis valve was observed. The introducer was replaced and the procedure was completed with no adverse consequences to the patient. No air introduced into the patient has been confirmed. No additional meridional puncture was performed for sheath exchange.